Event description:
On (B)(6) 2012, lay user/ patient contacted lifescan (lfs) alleging that her onetouch meter (unknown type) was powering off during use. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that the alleged issue began at an unspecified date and time "about ten months ago". The patient stated that she manages his diabetes with a combination of insulin (unknown type and dosage) and oral medication, metformin (unknown dosage) and took her usual, daily dosage of metformin (two pills a day) in response to the reported issue. The patient denied developing any symptoms. The patient informed the cca that at an unspecified date and time "three months ago", she was taken to the emergency room (ER) where she received hcp treatment of 20units of insulin (unknown type) in the morning and 20units at night. The patient also claimed to have been tested on another device (unknown type) and obtained "high readings, 200 and 130mg/dl". During troubleshooting, the cca noted that the reported issue remains unresolved with troubleshooting. Replacement products were sent to the patient. Despite repeated attempts, the patient could not be contacted for further information. Based on information obtained from lifescan customer service, although the patient denied developing any symptoms, this complaint is being reported because she claimed to have received medical treatment for an acute complication of diabetes after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.